Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the drill bit of the handpiece was shaking during the surgery, and it could not be used normally. There was no patient impact reported.